Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the observation notes indicated "invalid data" for the cardiac compass feature, and the clock appeared as offset. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cardiac compass data was missing/invalid. If information is provided in the future, a supplemental report will be issued.